Event description:
It was reported on (B)(6) 2012 that the patient was having trouble walking, and that "one foot doesn't want to follow the other." The devices were checked and were "ok on both sides." The patient was going to follow up with her health care provider. On (B)(6) 2012, it was reported the patient was again having trouble walking and here feet and body were shaking "terribly." The patient stated "both implants were replaced 2 months ago." The patient stated they had had trouble since the new batteries were implanted. The reason for the battery replacements was not reported. Additional information has been requested, and a supplemental report will be sent if additional information becomes available. Reference MFR. Report # 3004209178-2012-06461

Manufacturer narrative:
Product ID 748240, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted: product typ extension, product ID 748240, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted: product typ extension, product ID 7438, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted: product typ programmer, patient product ID 3387-40, lot# j0437341v, serial#, implanted: 2004 (B)(6), explanted: product typ lead, product ID 3387-40, lot# j0437341v, serial#, implanted: 2004 (B)(6), explanted: product typ lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also stated that the patient was crying and the left implantable neurostimulator (ins) gave a communication error when interrogation was attempted. Please see report number: 3004209178-2012-06461.